Event description:
The catheter was plugged into the pim (personal information manager) which is linked to computer to show imaging of vessel. At first it said error. The device was unplugged and plugged back in. This froze the computer software. We unplugged catheter, rebooted computer, opened new ivus catheter. The new catheter worked fine. Delay in procedure until new catheter obtained; no patient harm.====================== manufacturer response for intravascular ultrasound catheter, volcano (per site reporter).====================== vendor rep will pick up failed device.